Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not receive an MRI. The cause of the event remains unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an increase in pain recently. Stimulation was no longer in the right area, and they had to optimize this. The patient also noticed that the battery was suddenly empty sometimes. The healthcare professional also saw several times in the diaries that therapy was not available. A session report and a data report were provided. These showed that the ins was often switched off for the following reasons: activation of MRI mode on (B)(6) 2018 ; therapy loss with stimulation on, which occurs when the ins battery capacity is too low or when the ins undergoes a power on reset (por), on (B)(6) 2018; a number of manual on/off entries often together with a charging session, and can be explained by the use of the patient controller. No abnormal impedance values were in the patient's report; values ranged from 1930 to 3470 ohms. It was noted that the patient had reasonably high settings that required a lot of energy from the ins. X-rays of the lead location were contained within the session report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.